Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The result of the investigation was inconclusive as no sample was returned for evaluation. The current IFU (information for use) states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.

Event description:
It was reported the feet of the filter stuck in the spline. The filter was removed via the jugular with a recovery cone. Another filter was placed successfully. There was no patient injury reported.